Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection showed the distal end of the rod was still inserted into the guide, and was fractured. Only the distal fractured piece of the rod was returned. The fractured rod could not be removed; therefore, no dimensional analysis could be completed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after surgery when the staff unscrewed the rod from the guide it broke into the hole. The threaded part of the rod broke into the threaded portion of the resection guide. There was no consequence to the patient while it happened after the surgery when the patient's shoulder was closed. No further information is available at this time.